Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and lvp found tagged out with a 'post-it' note stating "I don't work, I'm shutting down spontaneously". The pump was turned on to check/confirm on most recently used profile(adult general) and to check the battery run time (approximately 5 hours). The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is due a battery change but there is no 'replace battery' alert showing on the pump screen when first turned on and the battery run time is approximately 5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Not applicable. Device evaluated by bd.